Manufacturer narrative:
The qa lab found the returned reagent to read an average of 40mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.

Event description:
The customer stated, that she performed a control test and received a result that was high, out of specification. While troubleshooting, she performed additional control tests and received a result of 391 mg/dl. The normal control range was 99-136 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.